Manufacturer narrative:
The customer reported that the bsm (bedside monitor) gets a white screen and then works again. The device was returned to nihon kohden, evaluated, and the reported issue was not able to be confirmed. The device was tested for over 48 hours and worked properly without any issue or error found. As a precautionary measure, the lcd assembly and inverter were replaced. The device was tested per all steps in the maintenance check sheet of the service manual. The device will be returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) gets a white screen and then works again.